Manufacturer narrative:
We checked the returned unit and confirmed the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the lg cable connector fluid damage, the light guide cable buckled, the electrical connector corroded, the lg cable connector corroded, the lg prong top loose, the r/l knob disinfections damage, the distal body worn out, the ccd module over saturation, the suction channel kink, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.